Event description:
Related manufacturer reference number: 2017865-2022-45557. It was reported that the patient's pacemaker was failed to interrogate. Furthermore, patient's right ventricular (rv) lead exhibited loss of capture. The pacemaker and the rv lead were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Capture test performed were normal. Electrical and mechanical analysis performed found no anomalies.